Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2014, the patient presented due to stable angina. Subsequently, the index procedure was performed. The 90% restenosed, 2.3mmx24mm, de novo, type c, diffused target lesion was located in the 3rd obtuse marginal (om) artery. The lesion was treated without pre-dilation and placement of a 2.25x24mm promus premier drug eluting stent at 7 atmospheres. Following post dilatation, residual stenosis as 0% and timi 3 flow. Two days post procedure, the patient was discharged from the hospital. In (B)(6)2015, the patient presented due to restenosis at the 3rd om. In (B)(6) 2015, percutaneous coronary intervention (pci) was performed at the 3rd om and coronary restenosis disappeared on the same date. On the following day, the patient visited the hospital and follow up was performed.